Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported chemo drug 5fu administered via baxter bottle infusion by nurse at patient's home. Nurse's report: port needle lumen had sheared and cracked next to where lumen had connected to neutron connector after 5fu infusion completed. I was about to begin flushing the port needle line when the crack in the lumen was noted directly where the line connects to the neutron connector thread. Nil fluid/dry 5fu fluid could be seen anywhere on clothing or bra or bedding. Nil signs of granulated residue common with 5fu when it dry out. Patient was unaware of any moisture on the skin or clothing for the entire 2 days of infusion. Unable to conclude if the line had cracked early or late in infusion. Port needle was removed as unable to flush the broken line. Nil erythema or any other signs of infection. New port needle connected. 10mls discard yielded. 20mls saline flush and hep locked. All vital signs stable new port needle then removed. Patient educated to seek medical review immediately if any new symptoms appeared. Patient educated to the potential issues surrounding an exposed open line.